Event description:
It was reported that during the surgery, after installed reload closed the jaw, but could not open the jaw anymore. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # 730a01. Additional information was requested, and the following was obtained: could you please clarify if both devices presented same issue? If not, please provide more details of device malfunction for each device: would not fire (both products). No patient consequence. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45d reload was returned unfired with pan partially dislodged at the proximal end form left side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 730a01, and no non-conformances were identified.